Event description:
It was reported that a transcatheter valve was attempted to be placed inside of a 29mm pericardial mitral valve via a valve-in-valve procedure after an implant duration of 8 years, 2 months due to leaflet thickening, motion restriction, calcification, mild regurgitation, and severe stenosis. The patient presented with doe and heart failure. The valve-in valve procedure was unsuccessful because the physicians were not able to cross the surgical valve. A pfo closure device was placed. Patient tolerated procedure well and left cath lab in good condition. Patient was discharged home in stable condition on pod #6. The surgical mitral valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 3 months. A 29mm transcatheter valve was implanted. As reported, the surgical valve was not believed to have failed prematurely.

Manufacturer narrative:
H10: additional narratives: updated b5, d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a transcatheter valve was attempted to be placed inside of a 29mm pericardial mitral valve via a valve-in-valve procedure after an implant duration of 8 years, 2 months due to leaflet thickening, calcification, mild regurgitation, and severe stenosis. It was unsuccessful because the physicians were not able to cross the surgical valve. A pfo closure device was placed. Patient tolerated procedure well and left cath lab in good condition. Patient was discharged home in stable condition on pod #6. As reported, the surgical valve was not believed to have failed prematurely.